Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and found the spike assembly separated from the tubing. The cause of the reported problem was determined to a manufacturing issue due to an insufficient bond. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the spike of a yume set for uv flash separated from the tubing, resulting in a leak. This occurred during priming, while connected to a solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.